Event description:
It was reported that a balloon rupture occurred. The target lesion located was located in the mid right coronary artery (rca). A 4.00 mm x 30 mm agent dcb was selected for use and advanced to the lesion site. During the first inflation at 12 atm, the balloon ruptured. The device was removed from the patient, and the procedure was successfully completed using two separate 4.00 mm x 15 mm agent dcb balloons. There were no patient complications.